Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.

Event description:
In the post-operative evaluation, the patient presented with a trochanter base fracture. Surgeon elected to correct the fracture with osteosynthesis and repositioning of the prosthesis. This event was received through clinical data collection activities.